Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the dreamtome rx 44 would not bow properly inside the patient. The device was removed from the patient, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the cutting wire/anchor was returned partially dislodged from the distal pierce hole. Please refer to block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable investigation results of cutting wire anchor dislodged. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the working length was torn in the distal section and the cutting wire/anchor was returned partially dislodged from the distal pierce hole, which are consistent with the findings when the device was observed under magnification. The functional inspection related to the bow of the device could not be performed due to the condition of the returned device. No other problems with the device were noted. The product analysis revealed that the cutting wire/anchor was partially dislodged from the distal pierce hole, and the working length was torn in the distal section, consequently, making the device unable or difficult to bow. It is most likely that this problem could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tear it and displace the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.